Event description:
A report was received that the patient was experiencing increased pain in the area that the device was covering. The area felt better when device was turned off. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient¿s ipg will be replaced during the revision procedure. The physician does not suspect device malfunction and does not believe that pain was device related.

Event description:
A report was received that the patient was experiencing increased pain in the area that the device was covering. The area felt better when device was turned off. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4). Description: linear st lead, 50cm model #: sc-1110-02 ,serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was experiencing increased pain in the area that the device was covering. The area felt better when device was turned off. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient¿s ipg will be replaced during the revision procedure. The physician does not suspect device malfunction. Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient was experiencing increased pain in the area that the device was covering. The area felt better when device was turned off. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and clik anchors were added. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing increased pain in the area that the device was covering. The area felt better when device was turned off. The patient will undergo a revision procedure.